Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple patients and their medications are missing from the ¿meds not loaded¿ report. A technical support specialist investigated, and it showed no inventory or report results, and the maintenance service was found disabled with outdated logs. The service was restarted, database and purge processes were validated via ssms, and no further errors were observed. After remediation, the omnl report displayed the medication correctly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server had an issue where multiple patients and their medications were missing from the ¿meds not loaded¿ report. Customer reported missing medication orders for patient. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.